Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem "upstream occlusion" was not reproduced. The device sent for upstream occlusion test with passing results. A review of event history log revealed upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor values. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during programming /set up. There was no patient involvement. No additional information is available.